Event description:
It was reported that there were concerns of a premature battery depletion on this implantable pacemaker. The elective replacement indicator eri was reached. Data analysis was performed, and confirmed the premature battery depletion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.